Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported that the patient went to the emergency room with elevated glucose of 458 mg/dl. The patient experienced symptoms of diarrhea and vomiting. His normal blood glucose level is 200 mg/dl. He was not hospitalized. The patient reported that the infusion device often displays e4 (occlusion) error and the error recurs despite changing the accessories. The patient injected insulin via pen to lower his blood glucose. No further information is available. The infusion device was requested to be returned for evaluation.